Event description:
The reporter claimed the animas insulin pump has a history setting issue. According to the reporter, the pump memory is missing one day worth of data. In addition, the time and date defaults to the factory setting when the battery is reseated. The date and time was correct at the time of troubleshooting. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged missing data issue.

Manufacturer narrative:
(B)(4): the pump download history showed data for each day from (B)(4) 2012 back to (B)(4) 2011. The download history indicated that there were no boluses delivered on (B)(4) 2012 but the download history indicated that the pump was delivering the basal insulin. Test boluses were delivered and the pump accurately recorded the boluses in the pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).